Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump is dead; the customer attempted to bolus when the screen went completely blank. The patient's blood glucose at the time of incident is unknown. The customer had changed the insulin pump battery but the display remained blank. Troubleshooting could not occur since the insulin pump was not with the caller at the time of call. No products were shipped or returned.